Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional: unknown. Occupation - unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that it was not possible to introduce the angio-seal system into the sheath. There was no significant loss of blood. Hemostasis could be achieved by manual compression. There was no harm to the patient. Additional information was received on 10june2020: a 6f procedural sheath was used. A pre-deployment angiogram was performed. The patient was in stable condition. Additional information was received on 11june2020: the was no blood loss. The device did not work so they removed it and did manual compression.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. H6 - results - 3211 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing and dimensional testing of the returned sample. One 6fr angio-seal vip device was received for product evaluation. Only the carrier tube assembly was returned along with the header bag. No hemostasis sheath was returned. No other accessory components were returned. Visual inspection revealed that the deployment sleeve was in the forward lock position and color bands are not exposed. There were multiple kinks noted at the proximal portion of the carrier tube assembly. The bypass tube location and orientation were consistent with the manufacturing position. Microscopic analysis revealed that there was a kink identified at the adjacent to the proximal part of the bypass tube. No other visual anomalies were noted. For dimensional testing, the outer diameter of the carrier tube was measured to be 0.080'' and which was within the specification of 0.080" +/- 0.005. The outer diameter of the bypass tube head at the proximal end was measured to be 0.142" and which was within the specification of 0.142" +/-0.005''. All measurements were within the manufacturer specifications. Functional testing was conducted, a new 6f hemostasis sheath was obtained to check the reported insertion difficultly with the carrier tube. The carrier tube assembly was inserted into the hemostasis sheath. A click sound was heard, and the anchor and the distal tip of the carrier tube were exposed from the sheath. The sheath hub cap and the device sleeve were completely snapped together and properly fitted. No functional anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Since the sheath was not returned, it was unable to be evaluated and may have contributed to the issue experienced. The exact cause of the reported event cannot be definitively determined based on the available information.